Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for the treatment of gastric submucosal protuberance in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, after clipping the tissue, the slider was pushed back and forth repeatedly. However, the clip could not fall off. The steel wire in the handle was fractured, and the force could not be transmitted. The tip of the clip was detached. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip could not fall off.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip could not fall off. Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on february 13, 2026. Block h11: the resolution 360 clip was not returned for analysis; therefore, product analysis could not be carried out. For this reason and due to the lack of evidence, it is unable to confirm the reported event. A risk review was completed and confirmed that the event of clip failure to release from catheter was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for the treatment of gastric submucosal protuberance in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, after clipping the tissue, the slider was pushed back and forth repeatedly. However, the clip could not fall off. The steel wire in the handle was fractured, and the force could not be transmitted. The tip of the clip was detached. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information. It was clarified that the whole clip was detached from the steel wire.